Event description:
Customer reported high blood glucose despite delivering correction boluses. The blood glucose reading was 450 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal rates and bolus wizard settings were correct. The cannula was not bent. Customer was unable to perform a high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.